Event description:
It was reported that the console indicated that there was a fault and was not working correctly after 2 minutes of the laser bladder neck resection procedure. The bladder neck tissue could not be resected properly. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the console indicated that there was a fault and was not working correctly after 2 minutes of the laser bladder neck resection procedure. The bladder neck tissue could not be resected properly. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.